Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient presented to the emergency room (ER) due to inaccurate cgm readings. The circumstances leading up to the ER visit were not provided. While in the ER, the patient¿s cgm displayed a glucose value of 108 mg/dl, whereas a bg meter reading taken at the same time measured 58 mg/dl. The patient was noted to be experiencing confusion. It was mentioned that the patient was being rehydrated, though no additional information was provided regarding specific medications or treatments administered in the ER. The reporter declined to provide dexcom with further event details and disconnected the call. Subsequent attempts to contact the reporter for additional information were unsuccessful. The patient remained in the ER at the time the report was filed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.